Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on changed the cartridge, but the insulin age notification is not updating. The customer reported no adverse event. The event involved product(s) mmt-8060. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-8060.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through earlier reference tickets. The software did not successfully adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that the most probable root cause for the user being unable to see the insulin age notification seems like the alert may have been triggered but the app update may have cleared the alert. To assist with the resolution of the issue, we recommend patient to try either one of these 2 steps and let us know if it resolves the issue. If patient's insulin is low they may replace the actual cartridge. If not they can perform the replacement without actually replacing the cartridge using below steps. Remove cartridge. Screw the screw back in all the way put the same cartridge back. This issue has been confirmed. The helpline informed us that the customer has been called multiple times with no success and voice mail has been left for the customer to contact back if issue persists. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.